Event description:
.

Event description:
Boston scientific received information that this pacemaker displayed a battery status of less than six months during a device check. During the next check, the device displayed a battery status of one year with no programming changed made. A revision procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was "good" with an effective magnet rate of 90ppm which indicates a longevity remaining of 1 year or less. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be update.